Event description:
Additional information received from a healthcare provider (hcp) via the clinical study indicated the leak was at the lumbar site.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient in a clinical study who was receiving saline with concentration 1.0 mg/ml at dose rate of 0.0058 mg/day via an implantable pump as of (B)(6) 2014. The indication for use regarding the pump was spinal pain. It was reported that the back incision site was leaking. As per a progress note (B)(6) 2014, the patient reported that the dressing was not in place and she was not wearing an abdominal binder. It was further noted that the patient stated she stopped taking the post-op anti-biotic. The patient was also not wearing an abdominal binder. The programming date from the most recent refill prior to the event occurred on (B)(6) 2014. Intervention taken included cleansing the site with alcohol and a steri-strip was applied over the incision for reinforcement. The site was also covered with gauze, secured with tape, wet-to-dry dressing twice per day (bid) at home. The patient was advised to take levaquin on (B)(6) 2014. Examination on (B)(6) 2014 revealed that dressing was over the incision and the patient was noted as not wearing an abdominal binder. The event resolved without sequelae as of (B)(6) 2014. Regarding etiology, the issue was not related to the device or therapy, but was related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.